Event description:
The customer reported errors with the monitors then the dicom box seemed to be shorting out. This happened during boot up. Also the system won't raise or lower.

Manufacturer narrative:
(B) (4). The ge service rep repaired a loose power cable to the dicom box and replaced the lift power supply. He also replaced the power motor relay board to repair the vertical lift hesitation. The system is operating as intended.